Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as microbubbles in the degasser. The fse replaced the degasser to resolve the issue. (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous glucose and ise (ion selective electrode) results for multiple patients on their au680 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change to patient treatment associated with this event. The customer provided examples of erroneous results of three patients. No patient demographics were provided.